Event description:
It was reported that the patient keeps reacting to the adhesive edge of allevyn gentle broder. A new wound was created due to this. It is unknown how the wounds were treated.

Manufacturer narrative:
H10, h3, h6: the device that was used in treatment was not returned for evaluation, although photos were provided we could establish a relationship between the reported event, however a root cause could not be determined at this time, probable root cause may include application technique or a skin reaction from the allevyn product. A DHR review could not be performed because the lot number was not provided. A complaint history review found other related failures. Medical review concluded, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.